Manufacturer narrative:
At the beginning of the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was opened and being prepped, the scrub tech noticed there was a white object that is not usually located in that clear hub space. This was noticed prior to dilator insertion. The sheath was not used on the patient. The physician decided to not use the device and replaced it.device evaluation details:the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and microscopic examination of the returned device.visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. This finding was reviewed and determined that the finding continues to be deemed MDR reportable.microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions.a device history record was performed and no internal actions related to the reported complaint were identified.according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿as part of quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo 8.5f bi-directional guiding sheath small and a hemostatic valves separation occurred. At the beginning of the procedure, when the carto vizigo 8.5f bi-directional guiding sheath small was opened and being prepped, the scrub tech noticed there was a white object that is not usually located in that clear hub space. This was noticed prior to dilator insertion. The sheath was not used on the patient. The physician decided to not use the device and replaced it.